Event description:
It was reported that during an unknown procedure, although the sound of "punching the washer" was heard, the device could not be removed after the first firing. When the doctor moved the device for about 5 minutes, the device could be removed somehow. The doughnuts were formed properly and the staples were formed properly. The leak was not confirmed by a leak test. There were no adverse consequences for the patient. It is unknown how the procedure was completed. The customer disposed of the device; no device will be returning.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the b5lt device (a and b) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the b5lt device (c) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # f9hz5n, expiration date: 10/2014, manufacturing date: 11/2009.

Event description:
It was reported that during a laparoscopy procedure, the air leak sound was heard from one of the three devices. Air leaked a lot. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.